Manufacturer narrative:
(B)(4). We received 1 used (filled with approximately 20 ml) easypump ii lt 100-50-s without packaging. The received sample was taken to a visual inspection. Damages were not detected at the completely sample. In as-received condition the white clamp was closed at the sample and the original wing cap was not handed over by the customer. Further on, we detected liquid and crystallized drug residues at the filling ports (lli-cones) and at the patient connectors (lla-cones) of the sample. Additionally the pump was filled with nacl 0.9 % up to the nominal value (100 ml) and a functional test respectively a leak test was carried out. After waiting for a while the pump did work (solution was running). Leakages were not detected at the received sample. Flow rate test: nominal: 2 ml/h. Actual: 2.4 ml in 1 h; 4.8 ml in 2 h; 43.2 ml in 26 h. Leakages were not detected at the received sample. The tested sample is not within our specifications. We have informed our manufacturer accordingly. A follow-up report will be provided after the statement is available. Reviewed the device history record and no abnormalities found during in process and final control inspection.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): after 2 days, the pump filled for 48 hours, was still half filled.

Manufacturer narrative:
(B)(4). Statement from manufacturer: received one piece of used, approximately full filled of easypump ii lt 100-50-s in open packaging. In as received condition, clamp clip was closed and wing cap was not handed over by the customer. Big top cap was opened and filling port was closed with discofix cap. Residue of solution was not detected at the filling port. Crystallized residue was observed in the filter and at the patient connector. Clamp clip of the returned sample was opened, and left for 30 minutes. After 30 minutes, the solution was flowing. Since the returned sample was contaminated with cytotoxic drug (5fu), de-contamination process was carried out in order to proceed for further investigation. Analysis: flow rate test was carried out. Flow rate test result is passed, with mean flow rate of 1.81 ml/hr (-9.44% deviation from nominal flow rate of 10 ml/hr). No abnormally trend was observed from the flow rate pattern. Conclusion: the slow flow rate complaint is not justified. Justification: not justified.